Event description:
It was reported that the 8800 system displayed an over voltage error. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable and cleared water from inside the collimator cover. Advised customer of the water found and removed. The system was tested and found to be working as intended and placed back into svc.